Event description:
On (B)(6) 2020 a posterior fixation case was performed using nuvasive reline system on spinal levels t9 through s2. On an unknown date it was determined that the the rods on both sides of l5/s2 construct had fractured. On (B)(6) 2023 a revision surgery was performed which joined the broken ends of the rods were connected using 2h in-line connectors and reinforced with o-h-rotating connectors.

Manufacturer narrative:
No device was returned as the device remains in-situ. Additionally, no photographs or radiographs were provided to confirm the reported event. A review of the information obtained and per the doctor's notes the patient's non-union at l4/5, which caused prolonged stress on the device over time, lead to implant fracture. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. No additional investigation required. Labeling review: "potential adverse events and complications... ...as with any major surgical procedures, there are risks involved in orthopedic surgery...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s); loss of fixation; nonunion or delayed union..." "Warnings, cautions and precautions... ...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone..." "..these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..." H3 other text : not returned to manufacturer.